Event description:
Implant didn't achieve osseointegration, implant wasn't completely covered with bone, no thread tap used, periodontal disease, undersized implant bed, inadequate bone quality/quantity. Asymptomatic in general but pain when placing the abutment.